Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is the patient's mother/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. The patient's laboratory result was 2.3 inr. "Immediately after" the laboratory sample was collected, the patient's meter result was 3.0 inr. The patient's therapeutic range was 2.0-2.5 inr. The patient's testing frequency was requested but not provided.